Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the stapler sureform 60 white reload accessory was not available for return. A review of the stapler logs for the stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: logs show part number: 480460-09, lot number: l10230113-0161, stapler was installed on the system 8 times and fired 8 reloads (1 green, 4 blue, 1 white, 2 blue, in that order). There were two firing failures throughout the procedure, on the second and 6th installs, with a blue and white reload. On the first install, the first clamp was successful, and the firing was completed with one pause for compression. On install #2, the user aborted 1 clamp, and made 3 successful clamp attempts, that were followed by a firing failure. The firing stopped at ~29% completion, after a duration of ~23 seconds. Peak firing force was measured at 694 n. On installs 4-7, the system failed to detect the reload color, and the user manually selected the reload colors in each case. On installs 3-5, the first clamps were successful, and the firings were completed with 3-4 pauses, 7-8 pauses, and 1 pause for compression, respectively. On install 6, the first two clamps were successful, but were followed by a firing failure. The firing stopped at ~31% completion, after a duration of ~23 seconds. Peak firing force was measured at 694 n. On installs 7 and 8, the first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were two instances of error code 22020 in the logs around the 6th install during the procedure. Parameters of the errors indicate that instrument that was installed on universal surgical manipulator (usm 3) could not engage due to the tip being outside the cannula. The stapler fully engaged for the 6th install on usm 3 shortly after the errors.

Event description:
It was reported that during a da vinci-assisted gastric bypass-roux-en-y surgical procedure, the surgeon encountered an error with sureform 60 white reloads stating "tissue too thick to continue." The surgeon swapped out to a blue reload and was able to continue and complete the procedure. When the surgeon checked my intuitive account, it registered as a green reload. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon confirmed that the stapler worked during the case. The target tissue was the stomach and small bowel. The stapling issue did not involve a failure to fire or tissue being pushed forward/dragged during the firing process. The stapling issue did involve a partial fire. There were "unable to complete fire" and "blade may be exposed" error messages generated when the stapling issue occurred. There were malformed or unformed staples, and an exposed blade was noted. There were no staples missing from the staple line, no holes/gaps observed within the staple line, and no reloads stuck to the tissue. There was no bleeding observed on the staple line due to the stapler issue. A white stapler reload was involved with the reported event. The second and fifth stapler fires were involved with the reported event. The surgeon resolved the issue by upsizing all their staple loads from white to blue. The reload is not available for return to isi for evaluation. The surgeon was unsure if the stapler was available for return but believed it likely was. The surgeon informed me they had a video of the case but did not provide it. Overall, what the surgeon found concerning was multifold. First, their first staple fire was a blue load, but my intuitive application recorded it as a green load. Then, their second fire never said: "tissue too thick" with the white load, but it did only partially fire. The customer used blue loads for the remainder of the stomach with a significantly higher-than-usual number of pauses (10 pauses for compression on each load), when a typical case has only a few pauses on a white load. Each time after the second staple fire it made the surgeon select the load cartridge color manually. The oddest was a white load to divide the roux and bp limb of the small bowel. This had always been done with a white load in the past and usually with no pauses for compression. In this case, there was no notification that the tissue was too thick for the white load, but the stapler again partially fired on the small bowel. The surgeon then upsized to a blue load and even then, had multiple pauses for compression to get across a normal section of the small bowel. It seemed through the whole case the stapler thought it had the next size down stapler cartridge in place. The patient did well, and no current adverse outcomes have been noted, but the surgeon was very concerned that they were not able to use their standard staple loads on this patient and that the initial staple fire was recorded as green when it was blue.